Event description:
It was reported that while attempting to put a femoral line in a child, the physician experienced a lag over the image when trying to puncture. As a result, the child's artery was punctured instead of the vein. Siemens is still in the process of obtaining additional info regarding this incident and the complaint is still under investigation.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.